Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) detected increasing impedances measurements on this defibrillation. An x-ray revealed that a lead fracture was present. Upon invasive procedure it was noted that the header on this ICD was loose.